Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up arrow, down arrow and ok keypad buttons were sticking and the down arrow button does not spring back. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: date of submission: (B)(6) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: the keypad was found to be peeling along the edges. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the contrast button was found to be unresponsive, which has no effect on insulin delivery; the up arrow and down arrow keypad buttons were intermittently unresponsive. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.